Manufacturer narrative:
Results: inherent risk of procedure ¿ (haemorrhage). Conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).

Event description:
During index procedure one endeavor sprint drug-eluting stent was implanted to the lm. Approximately 13 months later the patient was hospitalized due to hematemesis, mallory-weiss syndrome was confirmed (gi bleed). Dapt was discontinued. Patient was confirmed to be in remission. Investigator indicated that the event was quite unlikely related to the study device. Approximately 44 months post index procedure patient death occurred. Death was non-sudden, non-cardiac death. It is unknown if the reported death was related to the study device.